Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. Physicians noted that suture collars were not sutured to muscle. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.